Event description:
During canaloplasty, the surgeon encountered an obstruction at the 11th clock hour and viscodilated from that point. At 1 clock hour from the otomy, the actuator mechanism stopped working, preventing mechanical retraction of the catheter into the handpiece. The surgeon used a wiggle motion to manually withdraw the remaining catheter.

Manufacturer narrative:
There were no patient consequences. The surgery was completed successfully.